Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date rec¿d by MFR : awareness date reported as 09/10/2019 but should have been 09/16/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Alert date was september 10, 2019; new information switched the reporting from vmsr psr report to individual medwatch report on september 16, 2019 additional product codes; gwo, gxr. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter reported telephone number is (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during an unknown procedure on (B)(6) 2019, four (4) matrixneuro screws broke intraoperatively. The screw head was damaged and the shaft remained in the skull. The surgeon completed the procedure by changing the place of two (2) plates. A surgical delay of 20 minutes was noted. Patient is stable. There are no plans to re-operate for the screw fragments. Procedure was completed successfully. Concomitant device reported: unk - plates: cmf (part # unknown, lot # unknown, quantity # 10), unk - screws: cmf (part # unknown, lot # unknown, quantity # 35). This is report 4 of 4 for (B)(4).